Manufacturer narrative:
The investigation into access site bleeding has been completed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis e4 should have been left blank on manufacturer device report 1220648-2024-20709.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in with known cardiomyopathy and heart failure. The patient suffered a bleed and was treated by the use of reversing protamine. The pump remains on for support therefore explant date and patient outcome are unknown.